Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia (painful sexual intercourse), chronic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2002, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the dyspareunia, psychological trauma, bladder disorder, urinary tract disorder, vaginal discharge, fatigue, alopecia, hormone level abnormal, migraine and headache outcome was unknown and the genital haemorrhage had resolved. The reporter considered alopecia, bladder disorder, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, migraine, psychological trauma, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: discrepancy noted in essure insertion dates: (B)(6) 2002 and (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: essure confirmation test(s) (unspecified) not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received. Product indication, implant and explant date added. New events-general abnormal bleeding, dyspareunia (painful sexual intercourse), psych injury, bladder problems, urinary problems, vaginal discharge, fatigue, hair loss, hormonal changes, migraines and headaches were added. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.